Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit shut down and had no power. A field service engineer (fse) traced the problem to drawers 2.1 and 2.2. Checked the controllers with a meter and found they had the same resistance. Attempted unplugging one controller at a time, but this did not resolve the issue. Replaced all three controller boards, and the unit powered up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was plugged in and powered on but remained unresponsive with a blank screen and was offline in rss. Health site viewer displayed a "device not communicating" message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.